Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the articular surface would not seat on the tibial component.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the returned articular surface identified that one of the dovetail was compressed with few wear marks seen on the surface of the articular surface. Dimensions were found conforming to print specifications where measured. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. The compressed dovetail feature indicates that the articular surface was not correctly placed and oriented before pushing it with the inserter instrument. The flared portion of the dovetail feature and the compressed marks on the periphery of the inferior surface probably result from the removal of the component from the tibial plate. It is likely that the mating problem encountered is related to surgical technique and the root cause is considered to be a misuse by the user.